Event description:
Procedure: unk. Reportedly, the clear plastic end of the port broke off. Half was recovered and the other half could not be found and was left inside of patient. There was no patient injury reported.